Event description:
It was reported that the device was turning on by itself. No patient injury.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of turning on by itself could not be reproduced, but product did fail functional testing with motor stall error and overheating. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Please notice that for initial MDR should read "(B)(4) 2018".